Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 g2) foreign country: australia.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a transsphenoidal pituitary tumor resection procedure. It was reported that using a side mounted electromagnetic (em) emitter and em navigation. Registration was ok and got within 2 mm of accuracy on the skin surface and through to the tumor area. Anatomical landmarks were thought to be accurate by surgeon. Accuracy worked well at a surface level, however as they got closer to the tumor the "accuracy degraded" (per surgeon). It was "accurate in the x-axis, however was not correct in the y-axis". Surgeon says that it has happened before with vp shunt catheter placement - becoming less accurate as they go deeper into the head. No known impact to patient outcome. Surgical delay not provided. No further information provided.

Manufacturer narrative:
H3/h6: the software analysis was completed. There was insufficient information to determine the cause of the issue. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h2) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was a five minute surgical delay and the inaccuracy amount was approximately 4 millimeters in the y plane.